Event description:
Atropine sulfate min-I-jet stick-gard safety needle does not fit properly into baxter's interlink IV access system. The nurse had to remove the stick-gard needle and replace it with a luer-lock cannula, which delayed treatment. According to rptr baxter has a patented product that prevents administration of any other MFR's product through the port.